Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case would not clip securely. Subsequently, the pump case fell, causing infusion sets to pull out and bleed. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer reverted to an alternate form of insulin therapy.